Event description:
Customer reported the system locked up and would not produce x-rays after reboot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended.